Event description:
It was reported that the lead exhibited capture thresholds of 3.0 v, 1.5 ms on (B) (6) 2009. The capture thresholds increased to 4.25 v, 1.5 ms. The lead would not be revised due to patient is only pacing 1 - 2% of the time and the sensing thresholds are fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.